Event description:
It was reported that a catheter issue occurred. An opticross 35 ivus vascular imaging catheter was selected to treat a patient with peripheral artery disease (pad) / peripheral vascular disease (pvd). During the preparation, the guidewire punctured a hole through the catheter. The procedure was completed with another device. No patient complications were provided. It was further reported that the guidewire pierced through the catheter distal to the transducer. The issue occurred prior to the procedure during preparation.

Event description:
It was reported that a catheter issue occurred. An opticross 35 ivus vascular imaging catheter was selected to treat a patient with peripheral artery disease (pad) / peripheral vascular disease (pvd). During the preparation, the guidewire punctured a hole through the catheter. The procedure was completed with another device. No patient complications were provided.

Event description:
It was reported that a catheter issue occurred. An opticross 35 ivus vascular imaging catheter was selected to treat a patient with peripheral artery disease (pad) / peripheral vascular disease (pvd). During the preparation, the guidewire punctured a hole through the catheter. The procedure was completed with another device. No patient complications were provided. It was further reported that the guidewire pierced through the catheter distal to the transducer. The issue occurred prior to the procedure during preparation.

Manufacturer narrative:
Device evaluation by manufacturer: visual inspection showed that no issues were found, the device appears to be in good condition. No damages or failures were observed on the ccp (catheter code pcba) board assembly. The guidewire exit port, and the tip were in good condition. The impedance test shows an electrical open distal waveform between 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.